Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge fse that found the issue replaced the backplane and tested the unit several times, in particular, the helium fill manifold, fe board, exec processor board, but there was no change in the problem and x4 was also oscillating. The fse found that putting his hand over the x5 transducer would cause the transducer to stabilize. The fse found that moving the cardiosave out of the area where it was stored caused the transducers to stabilize. The fse then discussed with the customer and they said a radio-frequency identification (rfid) system had recently been installed in the room where the unit was stored (airplane hangar). The fse was able to complete the preventative maintenance in a different location and the customer advised that they will store the unit in a different place. The fse performed full pm, calibration and functional and safety test to factory specifications. Thee iabp was returned to customer and cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). Full event site name: (B)(6).

Event description:
It was reported that during a routine preventative maintenance (pm) service on the cardiosave intra-aortic balloon pump (iabp), a getinge service territory manager (stm) found that the internal tank transducer (x5) was not stable in reading pressures. It was oscillating from 180 ~ 201psi. The stm attempted to complete a low pressure helium calibration and the empty tank would read between 0.0 ~ 12+ psi (oscillating), making it take very long to finally complete with an offset number.there was no patient involvement and no adverse event was reported.